Manufacturer narrative:
Unique identifier (UDI): (B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported finding a leak following treatment. She noted that fluid was leaking from the back of the cassette. No sample has been made available. Additional information has been solicited but not received. No adverse event reported at this time.

Manufacturer narrative:
Correction g7: this is actually follow up #1. D4, h4: additional information. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a leak following treatment. She noted that fluid was leaking from the back of the cassette. No sample has been made available. Additional information has been solicited but not received. No adverse event reported at this time.